Event description:
The customer reported that the ventilator went vent inop during operation. The customer reported the ventilator was not in use on a patient, therefore, there was no harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's service technician was able to duplicate the reported vent inop occurrence. Upon evaluation of the unit, the service technician reported finding a loose cable connector to the gas delivery system. The service technician reconnected the cable to complete the repair. Final applicable testing was completed and passed to operating specifications.

Manufacturer narrative:
Loose cable connector.